Event description:
It was reported that the surgeon inserted a aq2010v silicone three-piece lens and the back haptic tore off and stayed off the cartridge. The rest of the lens was inserted and was cut in pieces to remove. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted.